Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient has refused to wear his processor for unknown reasons. Clinical management of the patient is underway. The implanted device remains.